Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a second revision surgery was performed due to patient dislocating. The r3 36mm ID dlt cer lnr mm64 with metal sleeve and biolox delta head 36 mm 12/14 m were removed. The procedure was completed with sn back up devices. It is unknown it there was a surgical delay. No other complications were reported. (The previous reported revision surgery was due to head implant breakage). All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported that, a second revision surgery was performed due to dislocation. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As batch information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A clinical evaluation noted that no medical information is available, and there are no surgical records or x-rays to be provided. Therefore, due to insufficient information, a thorough clinical assessment cannot be performed. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to fit/sizing, traumatic injury, abnormal motion over time or patient medical history. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.